Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and found related codes in the ventilator memory which indicates that the ventilator continued to deliver breaths to the patient at the time of the reported event. The field service engineer replaced the graphical user interface to breath delivery cable and the graphical user interface. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at approximately 6:15 pm, while in use on a patient, an 840 ventilator alarmed and the display became blank. There was no deterioration in the patient's vital signs at the time of the event. The patient was removed from the ventilator and manually ventilated. The patient became unstable while being manually ventilated with 100% fraction of inspired oxygen (fio2). The oxygen level dropped to 63% and mean arterial pressure went from 82 to 51; therefore, after putting the patient on an alternate ventilator, the respiratory therapist increased the fio2 setting from 45% to 100%. The patient's vital signs remained unstable after replacement of the ventilator and the patient subsequently expired at 8:30 pm. Additionally, it was reported that the "hospital does not know if it is related to the change of ventilator or due to patient's pre-existing conditions." Medtronic¿s review of the error codes generated by the ventilator indicates that the ventilator continued to deliver breaths to the patient after the display went blank. This event is being conservatively filed due to a patient death.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) unit was returned for failure investigation. An external visual inspection was performed. The following was observed: there were scuff marks on the front gui housing consistent with normal wear and tear. A green customer label attached to the front housing indicated that the ventilator was commissioned into service on (B)(6) 2008. The gui housing was in otherwise good physical condition. The returned gui unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The gui unit failed the power on self test (post) immediately with the gui screen blank and visual alarms illuminated and an audible alarm sounding. No further tests were possible due to the blank screen. The fault was isolated to a component (vga controller u34) on a prior generation of the gui printed circuit board (pcb -the xena I pcb). After power up of the ventilator and post, a secondary fault was now observed on the upper gui screen. There was a grey vertical band showing on left hand side of the upper gui screen, partially blocking out some of the screen buttons / icons. The upper and lower lcd displays were swapped to isolate the display fault to the individual display panel. The fault then transferred to the lower gui screen confirming that the fault was associated with the display unit and not the interconnect cable assemblies. Conclusion: there were two separate faults present on this customer gui unit. The primary fault (gui inop) was isolated to the u34 vga controller device on the gui pcb. A secondary fault (visual display fault) was isolated to the nec lcd display panel. A relationship between the two faults has not been established. With both faults present or having occurred during ventilation, the ventilator would still continue to operate and deliver breaths to the patient at the previously entered settings. If information is provided in the future, a supplemental report will be issued.